Manufacturer narrative:
(B)(4). Date sent: 6/4/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a9810h. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent damage to the external components. In an attempt to replicate the reported incident, the instrument was tested for knob functionality. During the analysis, the knob rotate without any difficulties and one jaw was found to be broken. To further assess the internal components, the instrument was disassembled and evidence of corrosion was observed throughout the affected area. Additionally, zero (0) clips were present on the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Device history review a manufacturing record evaluation was performed for the finished device batch a9810h number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic cholecystectomy, the rotate knob was hard and had difficulty in being rotated. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.